Event description:
The customer reported that after giving multiple injections to a patient, she engaged the safety devices. When she was placing them in the sharps container, she was poked by one of the needles that the safety device did not fully engage. Additional information provided on 24nov2025 stated that the employee required lab work to be completed, but no other known treatments have been provided at this time.

Manufacturer narrative:
A non-conformance review was conducted for lot 25f150 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.